Event description:
It was reported that 'dr. (B)(6) was inserting a screw and the tip of the screwdriver broke off into the screw."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following a engineering eval.